Event description:
It was reported that this was a vessel puncture closure in the left groin using proglide devices after an impella interventional procedure. Reportedly, two proglide sutures were placed without issues. When attempting to place another proglide suture, the device came apart. Due to the device issue, a dissection and perforation occurred. The treatment for the dissection and perforation is unknown. A new proglide device was used along with manual compression to achieve hemostasis. A picture of the device that came apart was provided. Review of the picture found a guide break. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported guide break. The patient effects of perforation and vascular dissection are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. The unexpected medical intervention, vascular dissection, and perforation of vessels appears to be related to be related to circumstances of the procedure. Factors that may contribute to a guide break include, but are not limited to; challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.